Event description:
It was reported that during a lobectomy procedure, the tissue pad melted after several actuations. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 1/14/09. Information anticipated, but unavailable at this time.